Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of coyote es balloon catheter. The tip was damaged. Magnified inspection of the balloon revealed a pinhole in the balloon material over the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or markerbands that could have contributed to the damage. Inspection of the remainder of the device, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 2mm x 20mm x 142cm coyote¿ es balloon catheter was advanced for pre-dilation. However, upon inflation the balloon ruptured. The device was completely removed and the procedure was completed with another coyote¿ es balloon catheter. No patient complications were reported and the patient's status was good.